Event description:
The patient reported the device moved into the armpit and revision surgery was scheduled. Request for additional information was received from the physician. It was learned the patient developed a hematoma and the device had moved downward. Space occupying sutures were added and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.